Manufacturer narrative:
(B)(4). The complaint bc192 nasal tubing was not returned to fisher & paykel healthcare (B)(4) for evaluation as it had been discarded by the hospital. A lot check could not be performed as lot information was not provided. We were unable to determine what had caused the reported leak. The bc191 is a single use nasal tube that is 100mm in length. Before final assembly all bc191 tubing is inspected for rips, tears or cracks, and stretching or deformation. If any rips, tears or cracks are present, the tubes are discarded. Additionally the nasal tubing is 100% leak tested on the production line. Tubes that fail the leak test are wasted. Our user instructions state: - use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported that the bc192 flexitrunk infant nasal tubing had a leak this was found before setup on a patient.